Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been updated with this report. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. The insulin pump was received with scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube. No unexpected number ramping noted during testing.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 163 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the insulin pump was not dropped or bumped prior to the alarm. The customer's mother stated that the drive support cap was normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.